Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was received: received information as following from sales rep via phone today. After investigation, the patient underwent cesarean section in the hospital on (B)(6) 2026. The surgeon used the suture (vcp1345h) for fascia suturing during the surgery. The needle broke during the suturing (the specific length of the broken end of the needle was unknown). The surgeon immediately visually searched for the broken needle and found it. After removal, the integrity of the needle was checked. After confirming that no foreign body remained in the patient's body, the suture was replaced with a new one (the specific product information was unknown) for resuturing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient other than prolonging the surgery time (specific duration unknown). No subsequent adverse event reports were received.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. During the closure of the fascial suture during surgery, the needle broke into two sections. Upon inspection, it was found to be fully aligned, and the suture was replaced and re sutured, resulting in a prolonged surgical time. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -do you have any photos available for visual analysis? --no photos. The following information was requested, but unavailable: received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. ¿ were there any unexpected outcomes or complications resulting from the prolonged surgery time? ¿ - how long, in minutes, did the surgery prolong? ¿ - did the needle fall into the patient? ¿ if so, ¿ ¿ was the needle piece(s) retrieved during the same procedure? ¿ ¿ were x-rays taken to locate the needle piece(s)? ¿ ¿ what measures were implemented to retrieve the broken piece? ¿ ¿ was there any additional tissue damage resulting from the search for the needle piece? ¿ - does a fragment of the needle remain in the patient¿s tissue? ¿ if so, ¿ ¿ is there any plan in place to remove the needle piece in the future? ¿ ¿ if so, could you please provide the scheduled date for the removal? ¿ ¿ in which tissue structure was the broken needle located? ¿ ¿ what is the surgeon¿s opinion of the potential consequences for the patient? ¿ - was additional dissection required in other organs/tissues other than the target tissue? ¿ - was there any change in the patient¿s post operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the device lot s25090027, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.